Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touchscreen to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touchscreen was analyzed and the reported intermittent touchpad 319 and 307 errors was confirmed not replicated. In logs, the error 319 and 307 was found indicating the fault, confirming the fault occurred in the field. Visual inspection: no issue was found that is related to the report issue. The touchpad was installed onto a golden system (is 4000) where the failure was triggered touchscreen un-responsive indicating fault on the touchpad, replicating the reported event. As a result of these findings, failure analysis was able to conclude that the touchpad was found to be the root cause of on the reported event. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the touchscreen.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure the customer had 3 non-recoverable faults. The technical support engineer (tse) verified 319 errors on endoscope controller (ec) and 307 errors on console 1. Tse walked customer through a hard power cycle and epo. Tse walked customer through verification of fiber connections and ec power switch position. Ec power switch was off. Customer corrected ec power switch position and powered system back on, but system errored again with 307 error on console 1 touchpad. Console 1 from sk1301 was connected to sk6292. Tse then had customer power system back down and disconnect console 1 blue fiber cable. Customer powered system back up without error and have opted to continue with one console.